Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had tha in (B)(6) of 2016. Patient had complaint of thigh pain following the procedure. The doctor wanted to see if the stem would settle into position. After about year and a half the pain was too much and patient wanted the stem revised. The corail stem was well fixed in a slightly varus position and appeared to be undersized, the distal part of the stem was well fixed. Patient needed an osteotomy to remove the stem. Patient needed a revision of his femoral component due to loosening of the proximal portion of the stem.